Manufacturer narrative:
A field service engineer (fse) conducted a site visit and confirmed the reported event by visually inspecting the sample probe. The fse then inspected the sample arm assembly and the tube holders, found several positions to be loose. The fse replaced the sample probe, replaced the five sample tube holders on the carousel that felt loose, as well as cleaned and lubricated the sample arm assembly. The fse validated the analyzer by running quality control (qc) with results within acceptable range. No further action required by field service. The aia-360 analyzer is operating as expected. A 13-month complaint history review and service history review through aware date of event for similar complaints was performed for failure mode "bent sample probe". There were seven (7) similar complaints found during the searched period, including this one. The most probable cause of the reported issue was due to a deformation problem with the sample probe, component failure and fatigue problem with the sample tube holders, component failure.

Event description:
A customer reported a bent sample probe on the aia-360 analyzer. The customer also stated this is a reoccurring issue. The analyzer is down. A field service engineer (fse) was dispatched to address the reported event which resulted in a delayed reporting of patient samples for beta human chorionic gonadotropin (bhcg) and progesterone (prog iii). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.